Manufacturer narrative:
Modular cable exchange was mentioned under MFR# 2916596-2021-06420. This report was added to include investigation results and conclusion codes of the modular cable. Manufactures investigation conclusion: the reported event of a controller fault and a damaged mod cable was not confirmed. The mod cable, lot 7009181, was not returned for analysis. Per provided information, the patient experienced a controller fault alarm, and had a portion of modular cable damaged that had rescue tape applied. The cable was exchanged resolving the issue. No products will be returned for evaluation. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use- ¿alarms and troubleshooting¿ and heartmate iii patient handbook- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller fault. Heartmate 3 instructions for use (IFU) "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. "Patient care and management" cautions the user to avoid pulling on or moving the driveline. Further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." (Under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. "Alarms and troubleshooting" provides additional instructions regarding driveline care entitled "what not to do: driveline and cables". "Equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had a backup battery fault alarm on (B)(6) 2021; the backup battery was exchanged but this did not resolve the alarm. A controller exchange was performed which resolved the alarm. On (B)(6) 2021, the patient called the site with concerns of a controller fault alarm. The patient was noted to have damage along the modular cable with rescue tape applied. The modular cable was exchanged which was tolerated well and resolved the alarms. Related manufacturer report number 2916596-2021-06420.